Manufacturer narrative:
Based on the claim against the product by the customer noting "tissue too thick too continue" stapler error messages, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler was analyzed and confirmed to have encountered three firing failures and two force fire failures. The firing failures were replicated during in-house testing. While being tested on an in-house system, the stapler passed initialization, recognition, and engagement. The stapler clamped successfully but failed to fully fire. Upon inspection, the I-beam was manually driven out, but was not successful. The I-beam was found to have sleeve damage, which likely caused the I-beam to get stuck when it was manually driven out. This failure likely caused the firing failures. The probable root cause of failure to deliver staples may be attributed to either device design or use conditions. Regarding design, the instrument I-beam assembly can be broken due to broken gear teeth and/or gear supports. Regarding use, the sureform stapler instrument may experience firing issues if it detects too much tissue in the crotch of the jaws or the potential for inadequate tissue thickness. This complaint is considered a reportable event due to the following conclusion: the I-beam sleeve was observed to have sleeve damage. If not recognized during the procedure, medical intervention may be required in the event that the staples are not delivered from the reload. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer attempted a sureform 60 stapler fire with a seamguard and a green reload and received a "tissue too thick to continue" error message. The customer attempted another fire with a black reload and seamguard, but received another "tissue too thick to continue" error message. The surgeon attempted to fire again without the seamguard, received the same error message, and could not force fire. There was no reported patient harm or injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.